Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient with an implantable neurostimulator (ins) for the treatment of gastric stimulation. It was reported that the system was replaced due to device failure including shocking. A hernia was also repaired during the surgery. No further patient complications were reported as a result of this event.